Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 29mm portico, tavi valve was selected for implant. During deployment, the patient became unstable and the valve was released faster at 6mm depth. After the valve was released the valve migrated and obstructed the coronary arteries. There is no alleged issue with the delivery system used to deploy the first valve. The valve was snared using a snare loop and another 29mm portico, tavi valve was requested but was not available so a 27mm portico, tavi valve was prepped. During prep of the second valve the patient went into cardiac arrest and the patient was cannulated for extracorporeal circulation (ECMO; extracorporeal membrane oxygenation). Later, they attempted to implant the 27mm portico, tavi valve however, it was unsuccessful as the first prothesis obstructed the access to the aorta. The patient died after several attempts at resuscitation. The patient's aortic had a perimeter of 78.5mm, an area of 474.7mm squared and lvot of 24.5mm.

Manufacturer narrative:
An event of migration, snaring of the device against the instructions for use, cardiac arrest and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.